Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, photo and video were provided for review. The result of the investigation is confirmed for the reported material rupture issue. The assessment of the image and video files for the reported issue observed clear liquid leaking from the distal end of the balloon suggesting a rupture in the balloon in this area. The type of rupture could not be determined. Based upon the available information a definitive root cause could not be determined. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics: the bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation. Insertion and inflation: note: do not inflate the balloon or advance the catheter unless the guidewire is in place. ¿ make sure that the protective sheath has been removed from the dilation catheter balloon. ¿ enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. ¿ advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g5. H10: d4 (expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, photo and video were provided for review. The result of the investigation is confirmed for the reported material rupture issue. The assessment of the image and video files for the reported issue observed clear liquid leaking from the distal end of the balloon suggesting a rupture in the balloon in this area. The type of rupture could not be determined. Based upon the available information a definitive root cause could not be determined. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics: the bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Insertion and inflation: note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.